Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken and the ipg explanted due to lack of recharge. Reportedly, the patient has unrelated cardiac issues; therefore, had not used or recharged the device in some time causing battery depletion. Effective therapy was achieved postoperatively.